Manufacturer narrative:
H10: manufacturing review: the sample was not returned by the facility for further evaluation. Lot history review revealed this is only complaint for lot number gfcn2055. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned by the facility for further evaluation. It is known that that approximately 2 months post index procedure, the target lesion was reportedly reoccluded and the patient experienced pain in right first toe, but a revascularization on the target lesion was not performed because the hcp determined it was too difficult. Therefore, the hcp elected to do an above the knee amputation. The physician deemed the reocclusion event, that led to an elective above the knee amputation, to be not related to the study device. Label review: based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right popliteal artery and femoral artery. Approximately 2 months after the index procedure, the target lesion was reportedly reoccluded, and the patient experienced the right first toe pains. A revascularization was not performed, because of its difficulty, based on the decision by health care professional (hcp). An amputation procedure of the right leg above the knee was performed. The investigator assessed that the event was not related to the study device or procedure.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation is currently under review.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right popliteal artery and femoral artery. Approximately 2 months after the index procedure, the target lesion was reportedly reoccluded, and the patient experienced the right first toe pains. A revascularization was not performed, because of its difficulty, based on the decision by health care professional (hcp). An amputation procedure of the right leg above the knee was performed. The investigator assessed that the event was not related to the study device or procedure.